Event description:
The customer alleged that the device audio alarm stopped working while the device was on a pt. The nellcor puritan-bennett customer support engineer inspected the device and could not duplicate the alleged event, but replaced the audio alarm assembly as a precaution. The unit passed extended self testing, the customer's reported problem was not verified, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contribute to the event alleged in this report.